Event description:
A balloon rupture was reported during the procedure. The balloon used to treat a lesion in the sfa ruptured during inflation at nominal pressure. It was subsequently replaced with a new device, and the procedure was continued. No patient complications were reported.

Manufacturer narrative:
The investigation has not been completed yet; therefore, the cause of this event has not been determined. This is an initial report, and the results of the investigation will be described in a follow-up report.